Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv-oversensing was observed on the ventricular channel. Loss of rv capture was suspected. Capture threshold testing was recommended.